Manufacturer narrative:
Pending repair information from customer. International repair out of warranty.

Event description:
The customer reported the ventilator would not turn on. There is no repair information available from this customer. No patient harm was reported.